Manufacturer narrative:
Concomitant products: product ID: 3755-40, product type: accessory. (B)(4).

Event description:
The health care provider (hcp) reported via the manufacturer's representative that the extension was damaged during tunneling. The damage had possibly occurred at the connector to the brain lead. The damage was discovered when high impedances were measured on electrode 11. The extension was disconnected from the implantable neurostimulator (ins) and from the lead. The lead was tested and found to be intact. The extension was replaced and retunneled and the issue was resolved. The hcp believed the shape of the tunneling tool tip was the cause of the damage. The hcp used the small tunneler tip, but believed this may not be wide enough for the double extension to pass, resulting in excessive tension on the extension when being pulled through.

Manufacturer narrative:
Device analysis for extension (B)(4) revealed the body conductor was broken less than 5cm from the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.